Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the asymptomatic patient¿s device was found in backup operation. Upon review, device restoration could not be performed due to the implanted age of the device. The possibility of a device replacement was discussed. No further information was available.

Event description:
New information received on october 5, 2018 indicates that the patient's pulse generator was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of backup was confirmed. The device was received in backup and a new battery was installed to support further testing. The backup condition resulted from an unknown checksum error. The backup condition could not be reproduced. A longevity assessment was performed and the device was in the normal range of operation.